Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of "180 something and 110-115mg/dl" obtained back to back using the subject meter, both readings within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.